Event description:
Technician reported that during treatment on a 1550 hemodialysis device, a dialyzer blood leak occurred and the device did not alarm. The leak was observed and the treatment was stopped. There were no patient injury or medical intervention associated with this incident.